Event description:
The facility reports a member of staff had dried the client on the lifter when the chair came away from the hoist jib and fell to the floor. The chair hit the staff member on the lower left leg; the client was not injured.